Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device went to electrical reset after a radiation treatment. It was noted the device had tripped elective replacement indicator (eri). The device was reprogrammed. No patient complications have been reported as a result of this event.